Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices were abruptly shutting down when they were bumped on IV pole or during patient transport. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown. Devices were not sequestered.